Event description:
It was reported that when the scalpel was used during surgery, the tissue pad melted. The pt was reported to have suffered no injury.

Manufacturer narrative:
Final device investigation of the scalpel revealed the tissue pas was damaged and detached from the jaw, causing the device to not function properly.